Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 08 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of image became black/no image (image recovered) and glue at objective lens peeled off was confirmed. Based on the results of the investigation, a definite root cause that led to these two malfunctions could not be identified. However, it is presumed that the image became black and no image malfunction occurred due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling of the device, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. Whereas the glue at objective lens peeled off was presumed to be caused due by stress of repeated use, external factors, or handling of the device. The instruction manual states the inspection method associated with the image became black and no image event in "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system", and inspection method associated with the glue at objective lens peeled off event in "chapter 3 preparation and inspection 3.3 inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited a scenario where the screen went black, no image shown (which was subsequently restored) and peeling of the adhesive around the objective lens. There were no reports of patient involvement.